Manufacturer narrative:
Additional information: h6 (update codes). H11: the actual device was received for evaluation. Visual inspection was performed which identified a cut on the tube 12cm from y-connector at the tail end. An underwater leak test was performed and a leak from the tube at the location of the cut was observed. The reported condition was verified. The cause of the cut tubing was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked linezolid at the bottom of the device. There was a small rupture observed. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.